Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection showed the device was in good condition. The event history log confirmed the reported problem. Service history review identified the complaint was not related to a previous service of the device within the review period. The probable cause of the reported problem is unknown. As dirt was found around the downstream occlusion (dso) sensor seal, the dso sensor was preventatively replaced. The main board was also preventatively replaced.

Event description:
It was reported that the device would turn off during use. It is unknown if there was patient involvement.